Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator had passed est but the message says "never est ran". The device was available for evaluation. The service personnel (sp) inspected the ventilator and found background diagnostic code. Sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba) and exhalation cable based on the code generated. The unit passed all calibrations and tests as per manufacturer¿s specifications at the time of service. One exhalation cable was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One pi pcba was returned to medtronic for failure investigation. A visual inspection of the returned pcba was conducted, and it was observed that there was damage to the r8 resistor on the pcba. The pcba was installed in the failure investigation test ventilator for analysis. The ventilator was powered up but then alarmed and had a power on self test (post) failure confirming the pi pcba to be faulty. If a failure of the r8 resistor occurs while in use on a patient, the ventilator response would be a backup ventilation (buv) to the patient the cause of the est never run was determined to be faulty r8 resistor on pi pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator had passed est but the message says "never est ran". The ventilator was not in use on a patient at the time of the reported event.